Event description:
The patient underwent surgery to re-insert the lead pin which resolved the high impedance. No additional or relevant information has been received to date.

Event description:
Additional information was received that the patient is experiencing an increase in seizure duration and strength. Additionally, the magnet swipes no longer shorten the patient's seizures. The neurologist speculated that these events were due to the high impedance. No relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.

Event description:
It was reported that high impedance was found after performing system diagnostics on the patient's device. Three sets of ap and lateral chest x-rays were received each from a different date. A review of each image set is summarized below: (B)(6) 2019 images: the generator was located in the patient¿s upper left chest. The connector pin was not seen coming through the second connector block. The filter feedthru wires were confirmed to be intact. The lead was observed in the patient¿s neck and appeared to be routed toward the patient¿s left chest. There was a portion of the lead that was routed behind the generator, and the lead wires appeared intact at the connector pins. No sharp angles and no gross discontinuities were identified in the visible portion of the lead. (B)(6) 2018 images: the generator was located in the patient¿s upper left chest. The connector pin was not seen coming through the second connector block. The filter feedthru wires were confirmed to be intact. The lead was observed in the patient¿s neck and appeared to be routed toward the patient¿s left chest. There was a portion of the lead that was routed behind the generator, and the lead wires appeared intact at the connector pins. No sharp angles and no gross discontinuities were identified in the visible portion of the lead. (B)(6) 2018 images: the generator was located in the patient¿s upper left chest. The connector pin was seen coming through the second connector block. The filter feedthru wires were confirmed to be intact. The lead was observed in the patient¿s neck and appeared to be routed toward the patient¿s left chest. There was a portion of the lead that was routed behind the generator, and the lead wires appeared intact at the connector pins. No sharp angles and no gross discontinuities were identified in the visible portion of the lead. From the available images, no obvious cause for the high impedance other than incomplete lead pin insertion was identified. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. No relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.